Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains in the patient.

Event description:
During asnis removal surgery, the screw head deformed when using a screwdriver and the screw was unable to be removed from the patient's bone. The surgery was finished without the screw removal. Failed to remove the screw.

Event description:
During asnis removal surgery, the screw head deformed when using a screwdriver and the screw was unable to be removed from the patient's bone. The surgery was finished without the screw removal. Failed to remove the screw.

Manufacturer narrative:
The reported event that 2.0mm, asnis micro, cannulated screw, 14/6mm, sterile was alleged of 'component/device stuck' could be confirmed (consulting the x-ray). Based on the given x-ray, the root cause was attributed to be user related. The failure was caused by too much mechanical force during the removal attempt. It is only visible on the x-ray that the screw had been left in situ. And it was mentioned that no damages were observed on the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.